Manufacturer narrative:
Device evaluation: tamper seals are broken. Rear housing component battery pull tab was damaged. Uso seal was contaminated by fluid ingression. No disposable alarm and high-pressure messages in the event history logs. Performed functional check. The pump ran 2mns 30.57sec and pump alarmed 2mns 30.89sec. Battery loss alarm test: stop watch number 6708, passed. Visual inspected the device. The problem was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device randomly beeped continuously. No adverse patient effects were reported by the customer.